Event description:
My son used norditropin for growth hormone deficiency. There is currently a national shortage of this drug so we were told to go with genotropin. I have contacted pfizer numerous times (3.5 to 4 hour hold time) to get the prescription. The genotropin will be delivered today however there is also a national shortage for the pen device which is needed to administer the drug. In the process of getting the drug, pfizer did not tell me I also needed a prescription for the pen device, so I am starting the whole process over with my son's doctor. In contacting pfizer they have no idea when a pen device will be available which will result in my son not being able to get his medication.